Event description:
Additional information was received from the patient. It was reported that the cause of the poor communication and inability to incr ease/decrease stimulation was a bad/defective cable. The patient had a new cable (antenna) sent to them overnight and the poor communication and inability to increase/decrease stimulation was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor communication. Patient reported they couldn't take stimulation up or down and was stuck where they last had it which was a pain literally and figuratively. Patient confirmed poor communication screen. Patient uses an antenna. Troubleshooting resolved the poor communication. Patient confirmed that neurostimulator (ins) indicated empty battery. Additional information was received from the patient who reported that she received the replacement patient programmer however the issue still persists and she was getting poor communication with the antenna. Patient stated she was able to connect without antenna but it was difficult because she couldn't see behind her. No further complications were reported/anticipated.